Manufacturer narrative:
This report is submitted on december 12, 2023.

Event description:
Per the clinic, the patient experienced skin irritation at abutment site (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6), 2023, in order to remove the abutment. The implanted device remains.